Event description:
It was reported that during an a-fib procedure, the patient's blood pressure dropped and a pericardial effusion was noticed. The pericardial effusion was confirmed by ice (intracardiac echocardiography). A pericardiocentesis was performed but no fluid could be drained, therefore a pericardial window was performed and 200-300 ml of fluid was removed. The patient was intubated on a balloon pump and was reported in stable condition. After follow up with the customer to know detailed information regarding the event, the physician stated that the patient anatomy contributed to the event. The physician had difficulty to maintaining stability since had a small window to perform the transseptal puncture. A "san jude" non steerable sheath was used in this case. The physician believed that he punctured the posterior wall of the left atrium during the transseptal process which resulted in the pericardial effusion. The patient was with oral anticoagulation treatment. Patient was stabilized with surgical intervention and transferred to the ICU (intensive care unit). Also it was stated by the physician that the function or damage to a body structure was severe and, according to the physician it could have caused patient's death if there had been no intervention initiated. The rf generator was setting in a power control mode but the physician stated that the generator was not related to the event.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the product analysis investigation is completed. Concomitant products: carto 3 system us, catalog #: fg540000, serial #: (B)(4); stockert 70 system us, catalog #: s7001, serial #: (B)(4); cool flow pump us, catalog #: cfp002, serial #: (B)(4); lasso catheter us, catalog #: 122073s, lot #:15786420l; webster 20 pole us, catalog #: d728260rt, lot #: 15770954m; acunav catheter us, catalog # and lot #: unknown. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the patient's blood pressure dropped and a pericardial effusion was noticed. The patient was intubated on a balloon pump and was reported in stable condition. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also, deflection and irrigation tests were performed and the catheter passed all tests. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.